Event description:
This lv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that the presenting electrogram showed that this lead exhibited an out of range pacing impedance of more than 3,000 ohms on (B)(6) 2018. The following physician was dr. (B)(6) at (B)(6) in (B)(6). This event occurred at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).